Event description:
It was reported that a patient underwent a general procedure on (B)(6) 2021 and suture was used. During the procedure, the 3-0 needle fell off two times. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what do you mean by "needle fell of"? Please explain. What was the exact issue? What was used to complete the procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m. Related to: 2210968-2022-00334.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what do you mean by "needle fell of"? Please explain. What was the exact issue? What was used to complete the procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m. Related to: 2210968-2022-00334.

Event description:
It was reported that a patient underwent a general procedure on (B)(6) 2021 and suture was used. During the procedure, the 3-0 needle fell off two times. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/09/2022. H6 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what do you mean by ¿needle fell off?¿ please explain dr. (B)(6) stated, ¿it was like a pop-off needle.¿ what were the exact issue? Dr. (B)(6) stated, ¿I was using my normal technique and it just popped off. I asked him, ¿do you think one of the robotic arms (grasper) touched it?¿ dr. (B)(6) said, ¿I don¿t recall the specifics about the case.¿ what was used to complete the procedure? Dr. (B)(6) said, ¿I had to open up a new suture to finish the other side.¿ a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.